Event description:
The user is stating the device's battery was low when it was retrieved for deployment. The device was able to support three cycles of CPR support, analysis and three shocks. Device 2 of 2 used during this patient use event.

Manufacturer narrative:
(B)(4). Product evaluation pending.